Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during the trial procedure, the patient experienced nausea and vomiting as a result of the precautionary antibiotics that was given. It was noted that the physician suspected an infection as an imaging was ordered to rule out an abscess.